Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was reported that the customer's blood glucose level was 200mg/dl. The customer's most current level was reported to be 79.2mg/dl. It was reported that the customer was found on the ground passed out with high blood glucose levels. It was reported that the customer was placed on insulin drip to combat the high blood glucose levels. No further information provided.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.